Manufacturer narrative:
Corrected data: in review, it was noticed that the component code (4755) was inadvertently not entered in the section "h6" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section h6: component codes: 4755 - part/component/sub-assembly term not applicable all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) lens did not unfold at the time of implantation in the patient's left eye, and as a result, it became stuck in the incision. The doctor attempted to reposition it; however, during an inspection, he noticed that it was marked in the optical zone. It was necessary to use another lens that was available for the patient. The procedure was successfully completed using the back-up lens. Patient recovered, no harm to the patient. There was no postoperative injury. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 29, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was coated in viscoelastic residue. The lens was cleaned, and no cosmetic issues were observed. No issues that could cause or contribute to the complaint issue were identified. The complaint issues "unfolding issue", "delivery issue", and "cosmetic issues" were not identified during product evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.